Event description:
As reported by our edwards lifesciences japan associate, during a transfemoral tavr procedure, worsening of ar occurred after post-dilation and a tav in tav was performed. A 20 mm sapien 3 ultra resilia (s3ur) valve was deployed with 1 ml less than nominal volume, landing at a final 90:10 aortic/ventricular position with mild aortic regurgitation (ar). As a result of the discussion in the heart team, it was decided to perform post-dilation. Considering that the left ventricular outflow tract (lvot) was small at 226 mm2, the post-dilation was performed at a slightly higher position with nominal volume. Echo revealed worsening of ar, and aortography revealed the ar extending to the apex, which was considered due to leaflet damage. A tav in tav was performed with another 20 mm s3ur valve with nominal volume. The procedure was completed.

Manufacturer narrative:
The investigation for this report is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the engineering evaluation. B4, g3, g6, and h2 have been updated. B7, h6: type of investigation, investigation findings, investigation conclusions, and h11 have been corrected. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, prosthetic valve leaflet tear and central regurgitation were unable to be confirmed due to unavailability of relevant imagery and/or medical records. A review of the DHR provided no indication that a manufacturing nonconformance would have contributed to the complaint event. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. Per the training manual, 'if regurgitation is central rather than paravalvular, do not post-dilate. In this case, the ar/central regurgitation worsening was observed after post-dilation. The post-dilation could have over-expanded and/or over-stretched the valve, resulting in the subsequent suspected leaflet tear and worsening central regurgitation. However, the presence of a leaflet tear was unable to be confirmed for this case. As such, available information suggests that procedural factors (post-dilation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.